Event description:
It was reported 30 mins after a successful deployment of a 6f angio-seal device the pt developed pain. A radiology procedure revealed ischemia in the right groin at the arteriotomy site. The anchor was surgically removed.